Event description:
It was reported that the level sensor was defective in an arctic sun device, also searched for other issues. Per review of wo on (B)(6)2025, there was no patient involvement. Per follow up information received via mail on (B)(6)2025, device would be repaired in the hospital by crs. It was reported that the during sample evaluation the primary wo: (B)(4) was quick check performed, no error detected, fill level displayed full, on the main display as in the service menu. After consulting a nurse, it turned out that the arctic sun device was only filled with 2 liters of water. Water drained and there were really only two liters in the tank. Level sensor replaced, device filled and breaks off after about two liters of filling. No water in the chiller tank, so mixing pump replaced. No improvement. There was now water in the chiller tank, but still only about 2 liters in the tank in total. Circulation pump replaced, error "75" - input temperature sensor resistance too high displayed when restarting. Manifold replaced, error "75" fixed, fill level error unchanged. I/o board replaced - error not eliminated. All new parts remained in the device, only the I/o board was removed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The initial reporter phone number that is provided is (B)(6). The complete initial reporter customer name is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. A review of the risk document, dfmea ra2800010, revision 24, was performed for this investigation. The reported event is addressed in step # ra109. Based on this review the risk is within the expected range. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the level sensor was defective in an arctic sun device, also searched for other issues. Per review of wo on 23jan2025, there was no patient involvement. Per follow up information received via mail on 23jan2025, device would be repaired in the hospital by crs. It was reported that the during sample evaluation the primary wo: wo-00103545 was quick check performed, no error detected, fill level displayed full, on the main display as in the service menu. After consulting a nurse, it turned out that the arctic sun device was only filled with 2 liters of water. Water drained and there were really only two liters in the tank. Level sensor replaced, device filled and breaks off after about two liters of filling. No water in the chiller tank, so mixing pump replaced. No improvement. There was now water in the chiller tank, but still only about 2 liters in the tank in total. Circulation pump replaced, error "75" - input temperature sensor resistance too high displayed when restarting. Manifold replaced, error "75" fixed, fill level error unchanged. I/o board replaced - error not eliminated. All new parts remained in the device, only the I/o board was removed. Per sample evaluation results received via task on 04mar2025, it was reported that the after-calibration error 61 (unrecoverable system error) memory error of the control processor parameter. Processor circuit card was defect.